Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years. Based on the patient's medical records, this patient was recently admitted for endocarditis involving both his prosthetic aortic valve and his native mitral valve. He had cultures positive for enterococcus. He was brought for redo-aortic valve replacement and mitral valve replacement. After placing the patient on bypass, the aortic root was inspected. There was clear infection of the aortic prosthesis as well as a peri-annular abscess along the left coronary sinus. Vegetation was also noted. The old valve was excised and the abscess was opened and clearly a root procedure was needed. The abscess cavity was thoroughly debrided. The root was mobilized and the coronary buttons mobilized. A 23 mm pericardial composite graft was fashioned by sewing a new 23 mm edwards pericardial valve to the graft. Post-bypass tee showed good function of the valve. There were no operative complications reported. The patient's condition at discharge was good.

Manufacturer narrative:
(B)(4) - vegetations/abscess. Device not returned. Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. However, the op report documents positive blood cultures for (B)(6), which was likely the infection source. No further actions are possible with the available information.